Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) due to error 607. The system was tested and verified as ready for use. An RMA has not been issued for the erbe. The complaint was confirmed based on field evaluation. Isi has not received the pmsc for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 607 points to audio invalid parameter: the audio manager for the pmsc in ssc1 received invalid configuration parameter.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 607 occurred. The customer performed a system reboot, but the issue reccurred. The intuitive tech support engineer (tse) advised to perform a hard power cycle, perform an emergency power off, and reseat the blue fiber cable. After the power cycle, the error reccurred. The customer also power cycled the surgeon side console (ssc) microphone, but the issue remained. The tse asked if there was another ssc available. The customer replied that it was currently in use. The procedure was reportedly being completed as planned, but no additional information was provided. No known impact or patient consequence was reported. Intuitive followed up with the customer and received the following additional information: the customer completed the procedure by switching to a different surgeon side console.